Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the imaging catheter was recognized as another imaging catheter. The 90% stenosed target lesion was located at the mildly calcified and moderately tortuous distal of right coronary artery. During a percutaneous coronary intervention (pci), when the opticross imaging catheter was connected to the md5+, "atlantis pv" was displayed. Reconnection was done several times but the issue was not resolved. The procedure was continued with another of same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a detachment of the clear tubing from the blue tubing at the lap joint.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed the sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint, this fully exposes the imaging core and kinks were observed in the exposed imaging core assembly at 15.0 cm and 22.8 cm from distal housing tip end. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).